Event description:
The reporter stated the surgeon was attempting to seat the aa4203tl silicone single piece lens in the eye and the patient's capsule ruptured. The incision was enlarged to remove the lens, a vitrectomy was performed and the incision was sutured after an acl was implanted. The reporter stated that the patient had a very hard cataract, the zonules were in poor condition and the incident was due patient issue and not related to the lens.

Manufacturer narrative:
(B)(4), no product allegation: evaluation results: visual inspection of the returned product showed a dark surgical residue on the surface, however, there was no visible damage to the lens. Check both sides of the optic/haptic for rough/sharp edges and edges were found to be acceptable. Conclusion: based on the complaint history and the evaluation of the returned product, the root cause of the event was the pre-existing condition of the patient's eye. (B)(4).